Event description:
Customer alleges seat is torn, motor/gear box both are seizing up, tires are worn, and needs new footboard. Did qt for parts. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 4 years 4 months old. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer is currently using a manual chair. A quote has been issued for the necessary repairs but the consumer has not committed to the repairs as he is 6 months away from being eligible for a new power chair.